Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inappropriate therapy due to oversensing of noisy signals. Subsequently, this s-ICD system was explanted and the patient fitted with a wearable cardioverter defibrillator, with another device to be implanted at a later date but no specific date has been provided. No additional adverse patient effects were reported.